Event description:
At an unknown time, the patient had an acumed acu-loc vdr plate, standard, left implanted. Recently, the patient had a tendon rupture over the plate. A revision surgery was required to remove the plate.